Event description:
Pt was changing to a new insulin cartridge and they discovered that the device's piston rod would not retract all the way into the device. No error message was generated by the device. Pt's blood glucose was not affected, and no treatment was received.